Event description:
On (B)(6) 2013, it was reported that a physician's handheld device was freezing on the "interrogation successful" screen. Two hard resets did not resolve the issue. Sometimes the interrogation freezes and then goes through to display the screen of the patient's settings after a very long period of time, but most of the time, it freezes completely on the "interrogation successful" screen. The wands were swapped out from the physician's other programming system to test out a different combination and the same problem persisted. The serial cable could not be switched out to be tested due to the physician's other programming system being a different model. The handheld device and software flashcard were returned on (B)(4) 2013 and are pending product analysis.

Event description:
An analysis was performed on the returned flashcard and the alleged screen freeze complaint is a known issue that has been evaluated and addressed. No other issues were observed with either the flashcard or software. Other than the above mentioned observations, the flashcard and software performed according to functional specifications. An analysis was performed on the handheld, and no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.